Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. The investigation was unable to determine a definitive cause for the reported patient death. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction. The reported patient effect of death, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Additionally, this event was further reviewed by an abbott vascular senior medical advisor. The reviewer noted that there is no evidence of a device issue in causing or contributing to the patient death more than 2 years after implantation. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). There was no reported device malfunction. There is no indication of a product quality issue with respect to manufacture, design or labeling. Additional information received confirmed that the patient effects (pulmonary edema and death) were unrelated to the mitraclip device or procedure. Given this new information, this event is not MDR reportable.

Event description:
Subsequent to the previously filed medwatch report, additional information was received: in (B)(6) 2015, pulmonary edema was noted and the patient expired. Per the study physician, the pulmonary edema and death are unrelated to the mitraclip device and unrelated to the mitraclip procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The exact date of death is unknown and estimated as (B)(6) 2015. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is conservatively filed as the patient expired, approximately 2 years post clip implantation, and the cause of death is not assessable. It was reported that on (B)(6) 2013, one mitraclip was successfully implanted in a patient with functional mitral regurgitation (mr), successfully reducing the mr from 4 to 1, with satisfactory results. At an unspecified date in the year 2015, the patient expired. Per the study physician, the device relationship to the patient's death is not assessable. There was no additional information provided.